Event description:
It was reported that ventricular sensing decreased from 5-6 mv to 3 mv. X-ray revealed -shrinkage- of the lead in- insulation near the suture sleeve. A lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.